Event description:
Per the clinic, the patient experienced poor performance with device use. A CT scan revealed that the electrode array was outside of the cochlea. The patient was placed under general anesthesia on (B)(6) 2020, in order to reposition the device. The implanted device remains.